Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported post implantation of the gastric band procedure, the band was removed due to gastric erosion. The patient was discharged following the band removal with no other patient complications.